Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 442 mg/dl and 416 mg/dl. Customer also had blood glucose of 294 mg/dl, 310 mg/dl. Customer was treated by changing set and doing bolus. Customer stated that auto mode was not active during the event. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.